Event description:
It is reported that the pt initially experienced a clicking sound and is now presenting with pain. It is also reported that four surgeons have stated that the knee is laterally out of alignment.

Manufacturer narrative:
This report will be amended when our investigation is complete.